Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, g4, h6.

Event description:
Healthcare professional confirmed this event pertains to a non-abbvie device. Un-reporting record.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a "rupture/deflation". This record is for the right side. The device was explanted.